Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test at 0.08710 inches. No low battery alert noted during testing or in the pump trace download. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. However, pump trace download analysis confirmed the pump alarmed power error detected, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error detected, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that they contacted healthcare professional for high blood glucose level over 200 mg/dl. Customer stated that the insulin pump had unexpected power loss alarm and blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No low battery alert noted during testing or in the insulin pump trace download. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.